Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 9680001-2020-00015. During the procedure, there was no contact force reading on the catheter. The catheter was exchanged which did not resolve the issue and the procedure was cancelled.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Contact force was displayed when the returned device was connected to the tactisys unit, with no error messages noted. The device met specifications for electrical testing, temperature testing, and optical signal properties. Additionally, the catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue and subsequent cancellation remains unknown.